Event description:
New information received notes that prior to the explant procedure there was a decrease in pacing lead impedance. In addition, during the attempted laser extraction, a tear of the superior vena cava occurred. A pericardiocentesis was completed. A thoracotomy was then performed and a cardiopulmonary bypass was started, however the patient expired.

Event description:
During follow-up, fluoroscopy revealed externalized conductors. No electrical anomalies were present. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information stated that at time of lead extraction, a precipitous drop in blood pressure was noted shortly after laser extraction began. The patient could not be resuscitated and the patient expired. Lead remains implanted in patient.